Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 a caregiver reported that an end-user experienced hyperglycemia with a recorded blood glucose of 564 mg/dl following a continuous glucose monitor (cgm) sensor failure while using the ilet in "bg run" mode. The end-user developed diabetic ketoacidosis and was hospitalized from (B)(6) 2025 through (B)(6) 2025. Glucose was managed with manual insulin injections during hospitalization, and the end-user has since resumed ilet use.